Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line and the infusion set tubing. Reportedly, a clinical diabetes specialist reviewed the load process with the contact, which resolved the issue. The contact stated that the customer's blood glucose level was elevated; however, the exact value was not provided.